Manufacturer narrative:
An event of retraction problem and material deformation was reported.a returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Additionally, the lot was reviewed for similar complaints, and there is no indication of a lot-specific product issue. Based on the available information, the cause for the report events could not be determined. It is possible procedural conditions (such as interaction of patient anatomy during advancement or repositioning, tension in the delivery system during recapture), contributed to the reported user experience; however, this cannot be confirmed. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 35mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter valve implantation. There were no issues loading the valve into the delivery system, which was loaded by abbott employees. A pre-implant balloon aortic valvuloplasty was performed. The patient had an aneurysm on non-coronary cusp, making implant depth visualization difficult in cusp overlap view. The first two attempts of valve deployment were too deep, and the valve was recaptured. Upon final recapture attempt, the valve capsule accordioned onto itself, making it impossible to fully recapture. The system was pulled into the descending aorta, and the physician used the micro adjustment wheel to assist in recapturing the valve. The valve was recaptured just enough to safely remove the system and valve from the body without vascular complication. A second valve and delivery system were prepared and loaded, and the second valve was successfully implanted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects. The patient was reported as stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on 11 july 2024, a 35mm navitor vision valve was chosen for implant using a flexnav delivery system during a transcatheter valve implantation. A pre-implant balloon aortic valvuloplasty was performed. The patient had an aneurysm on non-coronary cusp, making implant depth visualization difficult in cusp overlap view. The first two attempts of valve deployment were too deep, and the valve was recaptured. Upon final recapture attempt, the valve capsule accordioned onto itself, making it impossible to fully recapture. The system was pulled into the descending aorta, and the physician used the micro adjustment wheel to assist in recapturing the valve. The valve was recaptured just enough to safely remove the system and valve from the body without vascular complication. A second valve and delivery system were prepared and loaded, and the second valve was successfully implanted. The patient was reported as stable.